Event description:
The customer reported the system image could not be seen. The fse noted a software error, which would likely render the monitors inoperable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or stuff injury was reported.